Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2016. The local representative reported that this device was interrogated and a red screen was displayed on the programmer. The local representative was instructed to print out a summary report to identify the error code. The local representative reported that a da error code was identified. Stored data was uploaded for analysis by in-house engineering. Stored data was analyzed and the da error recorded in the firmware log occurred on (B)(6) 2015 at 19:22 (device time) and was automatically detected and corrected at that time. Boston scientific received information from the local representative that the device remains in-service and the physician has no plans to explant this device at this time.